Manufacturer narrative:
Concomitant product: product ID 977a260, lot # va0ft3a, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
Additional information reported, the patient received the full body MRI ¿possibly¿ for a ¿lesion on the spine.¿ it was noted the MRI was not related to the patient¿s ins system. There was no damaged to the ins system noted during an interrogation of the device that was conducted the day after the MRI. It was noted the patient was ¿fine¿ and ¿complaining of mild headaches initially following the MRI.¿ the patient was reportedly ¿receiving effective therapy¿ at the time of follow-up.

Event description:
It was reported the patient experienced a burning sensation, headache, pain, and redness at their device pocket and lead location. Prior to undergoing a MRI the patient¿s system was put into MRI mode and it was confirmed the patient was eligible for a full-body MRI. The patient then reportedly ¿received a full body MRI and complained of an implantable neurostimulator (ins) heating sensation and shooting pain up their spine.¿ it was noted the patient felt ¿heating at the ins site and the lead site.¿ the patient¿s MRI was ceased as a result of the event. The patient was closely monitored at the hospital for two hours afterward and was then ¿deemed well enough to return home.¿ the patient¿s stimulation was turned on at that time and ¿felt normal.¿ the patient later ¿likened the heating/burning sensation of their ins under MRI to that of recharging¿ and indicated ¿it was only slight, but due to how nervous she was feeling she stopped the MRI, as she didn¿t want it to get any worse.¿ it was noted that prior to the MRI an ¿x-ray had been taken to confirm no abandoned or broken leads were present.¿ the patient was to meet with a manufacturer representative four days after initial report to interrogate and troubleshoot the patient¿s system and make sure no apparent damage had been done. Additional information was requested; a supplemental report will be filed if additional information is received.